Event description:
It was reported that during npwt utilizing a renasys touch, the dressing did not compressed at all, so nothing reached to the canister. The problem was solved by exchanging from the 300ml canister to the 800ml canister. There was no patient harm. No delay was reported.

Manufacturer narrative:
The returned device was evaluated by the designated complaint unit and the initial visual inspection found a blockage within the tubing caused by excess adhesive. The functional evaluation confirmed the specific reported issue as a blockage was confirmed. The device was disassembled, and the root cause for this issue was identified as a damaged applicator, the component responsible for consistent application of adhesive and preventing blockages such as this. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. All product complaints will continue to be tracked and trended to detect any recurring issues and if needed, additional corrective action(s) will be initiated at that time.